Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. There is a bend in the distal 7 cm of the needle. A kink near the handle is a possible cause as to why the needle would not extend, after straightening out the kink near the handle the needle was extended with difficulty and it was noticed that the needle was slightly bent. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state, "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to look safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state, "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(4) 2015 the following was provided: during the procedure, a cook echo tip ultra endoscopic ultrasound needle was used. The physician used the needle to obtain a sample during an endoscopic ultrasonography (eus) with fine needle aspiration (fna). He withdrew the needle into the sheath and removed it from the endoscope. When the assistant went to advance the needle out to put the sample onto a slide, the needle would not exit the sheath. The handle had become stuck and was not able to be moved. A needle of the same type was used to complete the procedure successfully. On (B)(4) 2015 the device was returned for evaluation. The distal end of the needle has a bend. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.